Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with two infusion sets after being used for less than 1 day. The symptoms were noticed 3 or more hours after insertion. The site of insertion was abdomen and was rotated regularly. Patient's blood glucose level at the time of event was 583 mg/dl and the patient took correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2